Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. It was stated that the customer ate food, but did not program a bolus, but still experienced low blood glucose levels. The caller stated that she conducted troubleshooting on the insulin pump, and it appeared to be working fine. Nothing further was reported.